Event description:
Multiple mepilex border post- 0p ag noted with brown discoloration, in both sizes (4x10 and 4x12), ref. #¿s 498450, 498600. Lot #¿s: 19227859 & 19231108. Exp. Dates: 02/28/2022, 04/28/2022 & 05/28/2022. FDA safety report ID # (B)(4).